Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at her ipg site. Surgical intervention took place on (B)(6) 2015 at which time the ipg was explanted and replaced. Additional information received identified the patient's pain reportedly resolved postoperative.